Event description:
It was reported that this right ventricular (rv) lead was stuck near the tricuspid valve. Physician gave up retrieving the lead and implanted a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes. This supplemental report was created to capture additional information indicating that this record will be close as duplicate.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes.

Event description:
It was reported that this right ventricular (rv) lead was stuck near the tricuspid valve. Physician gave up retrieving the lead and implanted a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was stuck near the tricuspid valve. Physician gave up retrieving the lead and implanted a new lead. No additional adverse patient effects were reported.